Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for routine periodic maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, a "service required" error sounded and a code indicating a failure in the air flow sensor, was discovered in the ventilator's downloaded event log. The technician replaced the device's oxygen blending module board equipped with the oxygen sensor to address the issue. After replacement of the oxygen blending module board, the device failed repair test and the oxygen blender manifold, and the oxygen blender flow element were replaced to address the test failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03).